Manufacturer narrative:
No button error alarm or frozen screen were noted. The insulin pump had intermittent button response due to corroded keypad traces. The time advanced properly during testing. The insulin pump passed the displacement test. The insulin pump had minor scratches on the display window and a missing end cap sticker. No moisture damage was noted on the electronic assembly or on the motor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 203 mg/dl. The customer's mother stated that teh device was frozen at the time. The insulin pump had been in water for about a minute. Advised discontinuation of the insulin pump. Nothing further reported.